Event description:
Spontaneous report from patient's husband stating that at around 3am this morning ((B)(6) 2021), cadd pump (serial number (B)(4), maintenance due date 03/08/2022) started alarming and he also noticed that the medication had leaked out of the bag within the cassette. Husband remember that there was a display on the pump screen showing "1032" or something like that; does not remember exactly. Husband removed the batteries because they couldn't get the pump to stop alarming. Pump was in use when it began to alarm. Pt and spouse believed that the cassette was faulty so they made a new mill and used the backup pump, which has been working fine. Patient's husband stated that the backup pump is due for maintenance in may 2021. Both pumps will be replaced. Unknown if pt experienced an adverse event due to device malfunction. Unknown if doctor is aware of this event no other information provided. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Yes; did we replace device? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. Reported to (B)(6) by pt/caregiver.